Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) located in the heavily tortuous, heavily calcified right coronary artery. The 1.20x8 mm mini trek balloon catheter was advanced with some resistance felt due to the cto lesion and used for initial predilatation. In an attempt to expand the lesion further, an rx trek balloon catheter was advanced; however, it did not cross the lesion. The same 1.20x8 mm mini trek balloon catheter was used again for additional predilatation; however, the balloon ruptured at 10 atmospheres possibly due to the heavy calcification. The rx trek balloon was readvanced and this time was able to cross the lesion and used for additional predilatation. A xience xpedition stent was deployed successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, wizard1, gaia1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.